Event description:
Customer reporting false positive sars result on a patient. Customer states the result was confirmed negative by pcr and two other brand rapid antigen tests. Patient is symptomatic with flu like symptoms and a sore throat.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.